Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their insulin pump reservoir chamber is cracked in 3 places and insulin squirts out of the device. The customer indicated that their blood glucose level was over 491 mg/dl at the time of incident. Troubleshooting found that 4 pieces have chipped off of the reservoir compartment. Customer declined troubleshooting for high blood glucose and was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test due to faulty force sensor. The insulin pump had minor scratched lcd window, cracked near display window corners and broken reservoir tube lip.